Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the ultrasound controller printed circuit board (pcb) was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on december 14, 2015. Based on qa assessment, the product met specifications at the time of release. The printed circuit board (pcb) was returned but not evaluated as this was replaced as preventive measure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing low aspiration four times during a cataract procedure. Two times during phacoemulsification, third time during ia (irrigation/aspiration), and the fourth time was during polish mode. The procedure was completed without patient harm.